Manufacturer narrative:
Initially it was reported in the 3500a initial that there were three qdot micro catheter's in this complaint. The irrigation issues were assessed as MDR reportable on two of the qdot micro catheter's (lot #31313736l /g8. Manufacturer report number: 2029046-2024-02941 and 31336240l/ g8. Manufacturer report number: 2029046-2024-02944).¿ the third qdot micro catheter (lot #31313736l) was assessed as non MDR reportable for an issue described as "bull¿s eye became the sand-storm-like display". On 22-oct-2024 a second qdot micro catheter with the lot # 31336240l was received at the johnson & johnson medtech product analysis lab for evaluation for this complaint file. Clarification was requested as originally only reported one qdot micro catheter with this lot number. On 05-nov-2024 it was clarified that this device belonged to this complaint. On 19-nov-2024 further clarification was received stating that both the qdot micro catheter¿s received with the lot numbers of 31336240l were the first and second catheters that had the irrigation issues. The third catheter was the lot number 31313736l which had the ¿bull¿s eye became the sand-storm-like display¿ issue. Due to this clarification, updated the following fields for this product: -d4. Lot from 31313736l to 31336240l. -h4. Device manufacture date from 4/25/2024 to 5/25/2024. -d4. Expiration date from 4/24/2027 to 5/24/2027. -d4. Primary UDI number from (B)(4). -d9. Date device returned to manufacturer from 9/25/2024 to 10/22/2024. The device evaluation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with qdot micro catheter¿s. The qdot micro catheter (lot #31336240l) was removed from the patient's body. When reinserted intracardially, a flush was performed. The flow rate was changed, e.g. Low flow, but there was no change in the flow rate from the catheter tip. The flush was checked and it appeared that the irrigation hole was partially blocked. The catheter was replaced with a qdot micro catheter (lot # 31336240l). The situation remained the same. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two qdot micro catheter¿s and irrigation issues occurred on both catheters and both catheters had been used on the patient. The qdot micro catheter (lot #31313736l) was removed from the patient's body. When reinserted intracardially, a flush was performed. The flow rate was changed, e.g. Low flow, but there was no change in the flow rate from the catheter tip. The flush was checked and it appeared that the irrigation hole was partially blocked. The catheter was replaced with a qdot micro catheter (lot # 31336240l). The situation remained the same. The catheter and cable were replaced at the same time. Flush had no problems, but the bull¿s eye became the sand-storm-like display. Timing was two hours after catheter use, after ablation of pulmonary vein isolation (pvi) and superior vena cava (svc). As this was already the third catheter and the situation had not improved, the procedure was completed without ablation. No patient consequence reported. Additional information was received on 08-aug-2024. A partial irrigation issue occurred on the first and the second catheter (lot #31313736l, lot #31336240l). The issue was noted during use on the patient. The suspected device for the reported irrigation issues were the catheters. The procedure was completed without patient consequence. Additional information was received on 13-aug-2024. No errors. The flash lasted about 8 to 10 seconds and there was a strange noise as if the pump was under load and the tube was vibrating. Correct catheter settings were selected on the generator. There were issues with the flow rate change at the start of the ablation. The issue described as "bull¿s eye became the sand-storm-like display" was assessed as non MDR reportable on the qdot micro catheter (lot #31313736l). The irrigation issues in which the catheters were used on the patient were assessed as MDR reportable on both the qdot micro catheter's (lot #31313736l and 31336240l).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).